Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing episodes were observed due to myopotentials. Additional testing and programming changes were recommended.

Event description:
Additional information received indicated that programming changes were made for myopotential oversensing.